Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had buttons sticky or unresponsive and scratches on display that affect ability to read the screen. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that the insulin pump had an unexplained no delivery alarm and rewind more than once. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened act button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, self test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test or verify no excessive no delivery/occlusion alarm and missing segment/partial display due to motor error alarms. Device received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.